Event description:
Plaintiff alleges developing an allergic reaction to latex exam gloves as a result of her exposure to it. As a result, plaintiff alleges that she is subject in the future to one or more anaphylactic reactions to latex products and has suffered substantial injury, pain and suffering as well as economic loss.